Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary): it was reported that a hamilton-c6 ventilator alarmed with several technical events and technical failures during ventilation, and ventilation stopped. An additional device was required. No further clinical signs, symptoms, or conditions and no health consequences or impact were reported. After the event, during service activities, it was reported that an unusual odor from inside the same hamilton-c6 ventilator, as well as abnormal blower noise, vibration, and failed blower flow and pressure tests, were observed. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Follow up: the customer event date is december 26, 2025. Log file review shows blower-related entries recorded around this date, which indicates that the device went in ambient state condition. The physical inspection of the blower has not yet been completed and is still in progress. Further information will be provided after the inspection is finished.